Event description:
It was reported that "during insertion, the swg was found kinked when the swg inserted into ars during used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.

Manufacturer narrative:
Qn#(B)(4). The customer provided one image for analysis. The complaint of a kinked guidewire was confirmed from the image, which shows a kinked guidewire towards the distal end. The customer returned one guidewire, arrow advancer, an arrow raulerson syringe (ars), and 2-lumen catheter for analysis. Signs of use were observed on and within the returned components. Visual inspection revealed the guidewire had 1 kink towards the distal end, and 1 continuous bend. Microscopic analysis confirmed the damaged and revealed both welds were spherical and full. The distal j-bend was slightly misshapen. Visual inspection of the ars revealed no obvious defects or anomalies. The kink on the guidewire measured 578mm from the proximal end. The guidewire total length measured 602mm, which is within the specification limits of 596mm - 604 mm per guidewire product drawing. The guidewire outer diameter measured 0.80mm, which is within the specification limits of 0.788mm - 0.826mm per guidewire product drawing. Functional inspection of the guidewire was performed per the product instructions for use (IFU) which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guidewire was inserted through the returned ars and lab inventory 18ga introducer needle and advanced with little to no resistance. A manual tug test confirmed the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual inspection revealed one kink towards the distal end of the guide wire. Despite this, the guide wire and ars met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, "during insertion, the swg was found kinked when the swg inserted into ars during used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.